Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Not returned to manufacturer.

Event description:
The lateral loading r-head became disengaged.

Manufacturer narrative:
The reported event that a lat assembly, rad stem head implant, size 4 became disengaged could be confirmed thanks to the provided x-ray. The received picture of the head component revealed that the flab of the locking mechanism was broken. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Based on product experience, these are two of the most likely causes: the locking mechanism was damaged before implantation. Our IFU indicates that the head and stem of the implant should not be implanted if the locking mechanism is possibly damaged; this includes repeated attaching and detaching. The head component was not assembled correctly with the stem one. Our operative technique states that the two devices are to be coupled together using the rhead lateral assembly tool. Prior to beginning assembly, all soft tissue must be cleared away from the locking mechanism. Once the two devices are positioned on the rhead lateral assembly tool, its trigger is to be compressed to advance the radial head implant until it is fully engaged by the stem. The head is fully locked to the stem when an audible ¿snap¿ is heard or felt. Visually, the head should be concentric with the stem when properly engaged. Please note that it is the responsibility of the surgeon to be familiar with the procedure before use of these products. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The lateral loading r-head became disengaged. Lateral head came loose and was revised to smaller lateral loading rhead.